Manufacturer narrative:
UDI: (B)(4). The initial reporters name was not available. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device ran in the locked position. The device also failed pretests for check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device was turning non stop once the attachment device was plugged in, without the trigger being pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.